Event description:
Customer reported a leak occurred when using the coulter lh 750 hematology analyzer. The customer initially reported ls offset high errors and an error condition of vote outs for the differential parameters. The customer again contacted the beckman coulter customer technical support and reported a leak of diluent from the instrument but did not know the source. The volume was unknown and the leak was not contained. The operator was wearing personal protective equipment of gloves and lab coat at the time of the leak. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found the leak was caused by disconnected tubing between the differential shear valve and the differential mix chamber. A clot in the tubing caused the disconnection. The disconnected line caused backpressure and popped off the tubing at the differential heater. The fse cutback the tubing and reattached the tubing at the differential heater; and the tubing between the differential shear valve and the differential mix chamber. These actions resolved the leak, the ls offset high errors, and the differential vote outs. Identification of failure modes: clotted blood in tubing between the differential shear valve and the differential mix chamber. No erroneous results were generated in connection with the reported event. Upon recur, the failure mode identified will likely cause erroneous differential results due to an improper blood sample erythrolyse delivery to the differential mix chamber. Product labeling: lh750 warning-precautions_ pn (B)(4), beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).